Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b3, b5, d6b, e1, h3, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade ii, pain and implant rippling". Healthcare professional later reported "implant rupture". This record is for the left side. Device has been explanted.

Event description:
Later the healthcare professional reported "implant rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d4, d6b, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV, pain and implant rippling". This record is for the left side. Device remains implanted.